Manufacturer narrative:
Device number two: cev607 (lot number and mfg date unk). Device number three: cev607 (lot number and mfg date unk). The devices (part number cev 607) were evaluated and indicated that plastic skirts were damaged and blades were slightly worn. Impact by client. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).

Event description:
Three devices (part number cev607) were returned to mxi service and repair.